Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, information was received from a friend / family member of a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the caller was having issues with the patient therapy manager (ptm). The caller stated that the ptm loses its c onnection and would get stuck at 90%. The agent reviewed the data and assisted the caller with deleting data. Afterwards, the caller was able to connect to the pump without it lagging at 90%. The caller would call back if further assistance was needed.